Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (rse) analyzed that system was down and constantly turning off with showing problems with the image. Upon functional testing was performed and identified the fse found problem with the hospital electrical power that caused the system to turn off. Rse found no issue with the device and confirmed with customer that the device was working as expected. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the equipment is down. The system constantly turns on and off and there are problems in the image. Philips has started an investigation of the complaint.